Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the lab for an ICD replacement following premature battery depletion. There were no adverse consequences to the patient.